Event description:
It was observed during the device inspection, that the duodenvideoscope exhibited residual whitish foreign material was found inside the air/water tube and the air/water cylinder and there was a leak in forceps elevator. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the following were found during the evaluation; air/water cylinder has no color; section cylinder has no color; switch1 has a scratch; air/water cylinder has a foreign objects; electric connection connector is dirty due to water leakage; charging coupled device (ccd) unit is the position of ccd cable limited length for repair; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to wear of angle wire, the play of right/left knob is out of the standard value; image guide protector has a scratch; air/water tube has foreign objects; distal end has discoloration; light guide lens has a crack; adhesive on bending section cover or distal sheath rubber has a crack; due to annual inspection, parts must be replaced; adhesive around light guide lens has discoloration; adhesive around objective lens has discoloration; water tightness of forceps elevator is lost; and there is corrosion around forceps elevator arm. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from forceps elevator. Leakage occurred from forceps elevator. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and/or prevented by following the instructions for use which state: -detection method: evis exera ii tjf type q180v operation manual, chapter 3 "preparation and inspection". -preventative measures: evis exera ii tjf type q180v reprocessing, chapter 5 "reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.